Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient had an itchy rash on his back and stomach. The patient's physician advised the patient to remove the lifevest until the irritation healed and to use an antibiotic cream on the rash. Follow-up attempts were unsuccessful. The medical outcome of the rash is unknown.